Event description:
One patient with discrepant hcg results. Initial result in 2008, <0.5 mlu/ml, repeat 14.22 mlu/ml and <0.5 mlu/ml. Repeated in 2008, <0.5 mlu/ml. Testing by alternative methodology in 2008, gave "negative" result. Erroneous result was not reported. If additional information is received, appropriate notification will be provided.